Event description:
A maude database search conducted on date found maude report #mw5121114. The event description states: "as reported by the edwards field clinical specialist, prior to an tavr procedure, an angio-seal vip vascular closure device was deployed within the vessel and caused an occlusion. Vascular intervention was performed. There was no malfunction of an edwards device. The event was due to a closure device failure. New reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803. 22 (b)(2)."

Manufacturer narrative:
D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6b: explanted date: unknown if the device was explanted. . H4: device manufacture date: unknown due to unknown catalog and lot number combination. The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential vessel occlusion into the artery resulting in an interventional procedure. The exact root cause was unable to be determined. The likely cause was determined to have been improper deployment technique or incorrect access site location causing collagen deposition to occur. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).